Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely image black out during angulation occurred due to physical stress was applied to the insertion section while the user was handling the device which led to damaged charge-coupled device unit. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿- inspection of the endoscopic image. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope loses image when scope is flexed. The issue was found during preparation for use. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image is distorted during angle operation but returns to normal due to a short-circuit of the image sensor cable and multiple bites/dents were found on the insertion tube due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.